Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This event was also reported via a medwatch report #(B)(4), which was received by sjm on 09/10/2012. It was reported the pt had ineffective coverage from a penta lead. It was also reported the pt had a revision from a penta lead to a tripole lead for easier access into the necessary space. It was also reported the pt was programmed on (B)(6) 2012 and is receiving good coverage.